Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading was unknown at the time of the call. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No motor error alarm could be verified due to the keypad anomaly. However, the insulin pump had a corroded motor home switch. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a broken reservoir tube lip and a missing end cap sticker.